Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"The literature article entitled, ""fracture of the femur in revision hip arthroplasty with a fully porous-coated component"" written by jonathan d. Chappell, md, and paul f. Lachiewicz, md published by the journal of arthroplasty vol. 20 no. 2 2005 accepted by publisher 13 october 2004 was reviewed. The article's purpose was to report on 8 cases of femoral fractures while implanting femoral stems during revision surgeries. All femoral stems were depuy solution folly porous-coated femoral stems implanted between march 1996 and february 2003. Each case is captured individually in linked complaints." This complaint captures case 7 age (B)(6) years old with gender not identified that was revised for infection of stem (original implant unknown) that experienced an intraoperative femoral fracture while the solution stem was being implanted and was treated with strut graft and cables.